Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed battery out limit, off no power, and failed battery test. The customer did not receive a low battery alert prior to the off not power alert. Customer's blood glucose level was 198 mg/dl. The device was not returned.